Manufacturer narrative:
(B)(4). Mitraclip system, steerable guide catheter, (B)(4) implanted mitraclips. Improper or incorrect procedure or methods. The clip delivery system was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after deployment, the third clip (50602u146) detached from both leaflets requiring a cutdown procedure for removal. On (B)(6) 2015 the patient underwent mitral valve replacement surgery and died the next day. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two mitraclips were successfully implanted and the mr was reduced to 2. A third clip delivery system (cds 50602u146) was then advanced to the leaflets. Several grasping attempts were performed with no improved result. The clip was deployed; however, the leaflet assessment was difficult due to an indentation of the posterior leaflet. Insertion could not be completely confirmed. An anterior leaflet perforation was observed and the mr increased to 3-4. The clip then detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). A fourth cds was used in an attempt to stabilize the third clip. It was difficult to grasp both leaflets without touching the third clip and enlarging the tear; therefore, the fourth clip was not implanted. A patent foramen ovale (pfo) occluder was then advanced to treat the leaflet tear. While positioning the occluder, the third clip detached fully and moved to the pulmonary vein. The occluder was implanted and the mr was reduced to 2-3. A cutdown procedure was performed and the clip was removed. Additional hospitalization was needed and the patient was underwent mitral valve replacement surgery on (B)(6) 2015. One day after surgery the patient died. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the information provided to abbott vascular. A review of the lot history record indicated no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that in the mitraclip system instructions for use (IFU), instructs the user to use echocardiographic imaging to verify valve function, satisfactory coaptation, and insertion of both leaflets by observation of leaflet immobilization, single or multiple valve orifice(s), limited leaflet mobility relative to the tips of both clip arms, or adequate mr reduction. The reported difficulty grasping the leaflets, single leaflet device attachment (slda) / incomplete coaptation, device damaged by another device, and complete clip detachment appear to be related to a mix of patient morphology/pathology and user technique. In this case, the indentation of the posterior leaflet in the p2-p3 segment likely resulted in difficulty grasping the leaflets. Due to the inability to confirm leaflet assessment and the damage to the anterior leaflet during grasping attempts, the suboptimal grasping and tissue damage likely resulted in the slda of the clip from the anterior leaflet. The patient effects of tissue damage, embolism, and patient death are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. The event was further reviewed by an abbott vascular senior medical advisor. The reviewer concluded that there is no evidence to suggest that the device caused / contributed to the clip detachment of the leaflets. Leaflet insertion was not thoroughly confirmed and the contact between the clip and the occluder device caused the clip detachment and embolization from the leaflets. The need for surgery and subsequent death were attributable to the patients underlying condition and the clip detachment due to the contact from the occluder device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial report filed, additional information received: it was confirmed that the first two implanted clips were well implanted. Leaflet perforation occurred during grasping with the third clip. A patent foramen ovale (pfo) occluder was then advanced to treat the anterior leaflet tear. While positioning the occluder, the occluder touched the slda clip, and the clip detached from the posterior leaflet and moved to the pulmonary vein. Visualization was more difficult after positioning the occluder due to the shadowing. The occluder was implanted and the mr was reduced to 2-3. A cutdown procedure was performed and the clip was removed with a snare. Additional hospitalization was needed and the patient underwent mitral valve replacement surgery on (B)(6) 2015. One day after surgery the patient died due to low cardiac output and severe ejection fraction, reportedly due to the surgery. No additional information was provided.